Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was treated with injection fortum (250mg, frequency not reported) and injection reflin (250mg in every bag) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with therapy was not reported. No additional information is available.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.